Manufacturer narrative:
A2: age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery. Following successful pre-dilatation, a 4.00 x 38 synergy drug-eluting stent was selected to treat the lesion. However, when the device was unpacked, it was noted that the stent struts were damaged and sticking out. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.:synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. The device was returned inside a 6 french guideliner, with a damaged stent visible at the distal edge of the guideliner. The device was unable to be removed proximally due to the damaged stent and was pulled out distally to review the stent fully. A visual examination of the stent found evidence of stent damage with struts along the mid-section lifted, bunched distally, and moved slightly over the distal marker band. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery. Following successful pre-dilatation, a 4.00 x 38 synergy drug-eluting stent was selected to treat the lesion. However, when the device was unpacked, it was noted that the stent struts were damaged and sticking out. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. The stent struts sticking out were only noticed as it was taken out after the first attempt to deliver.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery. Following successful pre-dilatation, a 4.00 x 38 synergy drug-eluting stent was selected to treat the lesion. However, when the device was unpacked, it was noted that the stent struts were damaged and sticking out. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.